Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold. Leak test and microscopic analysis was performed which identified: device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no leak was observed in the device.wrinkles are observed but have no relationship with manufacturing. Additional, changed, and/or corrected data: a4, a6, b5, d6.b, d9, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "rippling subglandular" and "capsular contracture, baker grade unknown" on an unknown side. Device remains implanted.